Event description:
It was reported that the customer noticed a large bubble in her reservoir when she had just inserted her infusion set. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the bubble was a fourth of an inch. Advised to deliver five units of fixed prime until the air bubbles were no longer visible. Advised to call back if the customer saw more bubbles. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.